Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and a blade type cut was found on the top side of the bag. Functional testing was performed and a blade type cut was found on the top side of the bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pharmacist discovered leakage due to a pin hole in the body of a bag. This event occurred during priming. There was no patient involvement. No additional information is available.